Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing ventricular tachycardia (vt) and ventricular fibrillation (vf). Device interrogation revealed that the atrial pace caused the ventricular signal to be blanked, causing the device to ventricular pace, which had fallen on a t wave, and caused the vt and vf. The device was reprogrammed, and the patient was referred to their electrophysiologist. No additional adverse patient effects were reported. The device remains in service.